Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when add'l reportable info becomes available. (B) (4)

Event description:
Adverse event: undercorrection, induced astigmatism. An ophthalmic tech reports a pt with an undercorrection and induced astigmatism of .75d in the left eye following refractive surgery. Add'l info has been requested.